Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, she was attempting to change, her reservoir and infusion set, and the device alarmed compromised force sensor system. The device is not allowing her to get passed the rewind process. Customer's blood glucose was 193 mg/dl. Troubleshooting was performed. The device was not dropped or bumped prior. The drive support cap was reported normal by the customer. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed during the displacement test due to a motor with a high current draw. The insulin pump had a cracked case at the display window corners and a cracked reservoir tube lip.